Manufacturer narrative:
Tracking number: (B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation

Manufacturer narrative:
(B)(4).

Event description:
The first fire was made with the alleged device and reload. There was difficulties in firing but the user was able to fire the entire reload; however, the staple line was not secure and a hole was visible. Thereafter, another handle was used in-conjunction with the same batch of blue reloads to fire below the first staple line. Second firing was reported to be easier but open staples can be seen after opening the jaws. 2 holes were created from the 2 staplers that had failed to fire properly. The case was converted to an open procedure. The patient involved was not injured. The surgery time was extended by more than 30mins.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device and two reloads. The instrument was received engaged with the first loading unit. Visual inspection of the cartridge revealed that the loading unit was fully fired. The anvil of the loading unit was bowed and the knife bar assembly was buckled. Additionally, the anvil clamping mechanism was deformed. During functional testing, interference was noted upon attempt to remove the subject loading unit from the instrument shaft. The difficulty encountered during removal has been attributed to the observed loading unit knife bar-assembly damage. Due to the noted damage no further functional testing was performed on the instrument and loading unit. Visual inspection of the cartridge noted that the second loading unit was fully fired. The anvil of the loading unit was bowed and the anvil clamping mechanism was deformed. Additionally knife bar assembly was buckled. Due to the noted damage no functional testing was performed to the second loading unit. Replication of the bowed anvil, deformed anvil clamping mechanism and buckled knife-bar assembly may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. A review of the device history record indicates each device lot number was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.